Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further info is found, a supplemental report will follow.

Event description:
The physician reported, he was treating a basilar artery stenosis. The physician was unable to deploy the first stent. The physician reported he then chose to use the stent in question and encountered the same deployment issue. The physician reported he had to apply force on the inner and the outer body to advance the inner body to the stent markers and to retrieve the outer body. The physician reported he finally managed to deploy the stent in question. The physician reported it looks as if both stents have an abnormality at the proximal outer body shaft, about 5-7 cm distal to the hub. The pt suffered no adverse effects as a result of this phenomenon.